Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. G1-2: contact name/address added .g4: date received by manufacturer. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: device code updated to 3190: insufficient information .h6: method code updated to 4114: device not returned. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data. H3 other text : the device has not been returned.

Event description:
It was reported that the patient developed blood clots from using spinalpak. Patient stated to have used unit for 3 days and then was admitted to hospital for blood clots. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Date of event: the event occurred sometime in (B)(6) 2019. The device has not been returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed blood clots from using spinalpak. Patient stated to have used unit for 3 days and then was admitted to hospital for blood clots. No additional patient consequences were reported.